Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received inappropriate shocks. Boston scientific technical services (ts) was contacted for review, and it was discussed that while there were isolated oversensed myopotential artifacts, the inappropriate therapy was ultimately delivered due to the patient's wide qrs complex and subsequent t-wave oversensing. Additionally, there was a similarly inappropriately treated episode in 2020. Ts provided potential reprogramming options, if clinically appropriate. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.